Manufacturer narrative:
It was reported that the proximal head of the stent remained on the delivery when it did not open. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Based on the attached photo, it was confirmed that the proximal flare of the stent did not expand. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The proximal head of the stent remained on the delivery when it did not open.

Manufacturer narrative:
It was reported that the proximal head of the stent remained on the delivery when it did not open. As a result of analysis of returned device, the stent was deployed and was returned with the delivery system. The stent was expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based description "stent did not open" and the returned stent in the state of being expanded, it is considered that the stent expanded somewhat slowly during the procedure due to the pressure and curve of the patient's lesion, so the doctor judged stent expansion failure. Then, it is assumed the removed stent did not expand temporarily even out of the patient's body due to the condition of the procedure. And then, it is assumed the stent expanded during shipment. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The proximal head of the stent remained on the delivery when it did not open.